Event description:
The patient contacted animas on (B)(6) 2012 reporting a blood glucose of 28 mmol/l; the patient reported feeling fine reported treating the elevated blood glucose level via insulin injection. The patient reportedly discontinued the pump and was awaiting the arrival of a replacement pump. The patient reported that the pump screen went blank; the battery was reportedly replaced twice but the screen remained blank however the pump was emitting audible tones and vibratory alarms. The patient denied any known impact to the pump. This report is made based on the allegation that the patient experienced hyperglycemia after disconnecting from the pump without implementing a back up treatment plan.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reported display screen issue is obvious and was detected by the user and alerted the user to discontinue the use of the device. The patient indicated being disconnected from the pump for almost two hours; it is unclear if the patient had implemented a back up treatment plan during that time. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the pump powers on with the display functioning properly. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.